Event description:
It was reported that the remote home monitoring system issued an alert for high out of range pacing impedance measurements. Boston scientific technical services (ts) was consulted and found one other episode from a month earlier where the rv lead impedance had increased to 1000 ohms and then decreased back in range. Ts saw no noise on the presenting electrogram (egm). Ts discussed possible causes including slight movement of the lead in the header of the device. It was suggested to have the patient come into the clinic to assess for any lead integrity issues. The rv lead and device remain in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).